Event description:
Customer reports disposable perforator failed to disengage. No injury to patient. Customer reports being unsure if problem was with codman disposable perforator or with drill that was manufactured by another company.